Event description:
The facility reports, the wall mounted lift detached from the wall, resulting in a patient fall. (B) (4).

Manufacturer narrative:
The installation performed was not done as specified in the operating and product care instruction. The manufacturer recommends the customer have this and any similar product inspected & repaired (if needed) by a qualified technician and that these actions be recorded. The customer should do maintenance of his products as specified also recommends all maintenance on the customer's products should be done on a regular basis by qualified personnel, as per user manual recommendation.